Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; the distal end was collapsed. The angulation was insufficient due to the elongation of the angle wire. The universal cord was chipped due to the impact. The endoscope connector was damaged and deformed. The appearance of the control section was defective. There was a defect in the circuit or shielding configuration. There was a leakage at the bending section due to perforation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by external factors, user's handling, or stress due to use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.